Event description:
As reported, during use of this pressure monitoring set in the previous 1-2 weeks, damped waveform was observed, so device was checked and confirmed there were no kinks and saline bag was fully pressurized. After removing the line, blood clot appeared. The device was not available for evaluation.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this pressure monitoring set, damped waveform was observed. The device checked and confirmed there were no kinks and saline bags were fully pressurized. After removing the line, blood clot appeared at the distal end of the line. Pressure line needed to be replaced every 4-6 hours. No further information was available. There was no allegation of consequences for the patient reported.

Manufacturer narrative:
Updated section b5, h6 (investigation findings) and h6 (investigations conclusions). Added information to section g1 (address). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the related malfunction. Patient demographics unable to be obtained.